Event description:
It was reported via occurrence report that during procedure there was a device malfunction; the laser bridge for the resectoscope sheared off a piece of the pollack catheter inside of the patient's bladder. Patients bladder was irrigated and foreign body was not found, suspected to have washed out.